Manufacturer narrative:
Patient weight unknown / not provided. Brand name unknown / not provided. Device information unknown / not provided. Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a patient presented with a loose crown and it was found to be an unknown biomet fractured screw. The doctor was unable to remove the screw from the implant ((B)(4)) which resulted in the removal of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3® implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined. The following sections have been updated: date of this report, device product code unknown/not provided. Narrative was not included in the initial report (MFR 0001038806-2018-00659), manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes.